Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 4 mm. X 4 cm. Balloon catheter (bc) ruptured prior to reaching nominal pressure during inflation at the target lesion. The procedure finished successfully. There was no reported patient injury. The target lesion was the right superficial femoral artery (rsfa) to below the knee (btk). The lesion was reported to be: a 90% stenosis, moderately calcified and not tortuous. The approach was made from the femoral artery using a non-cordis sheath. A non-cordis guidewire was used to access the target lesion. Additional information received indicated that there was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kink, bends, or any other damage noted upon inspection prior to use. The device prepped normally/maintained negative pressure. There was no information provided regarding contrast or the contrast to saline ratio used. The atmospheres of pressure that were used when the balloon burst occurred were unknown. An unknown inflation device was used. It was not known if the inflation device was used subsequently with other devices. It was not known if: there was any resistance/friction while inserting the balloon through the rotating hemostatic valve, through the guide catheter, or while advancing the bc through the vessel. It was also not known if there was: any difficulty crossing the lesion, if the catheter was ever in an acute bend, if the balloon catheter kinked while being used, if the balloon catheter was removed easily from the patient, or vessel. The product was removed intact from the patient. No additional information was available. The product was not returned for analysis. A device history record (DHR) review of lot 17144221 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). Concomitant devices: sheath introducer: 6fr.destination/terumo; guidewire: chevalier u300. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 4 mm. X 4 cm. Balloon catheter (bc) ruptured prior to reaching nominal pressure during inflation at the target lesion. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the right superficial femoral artery (rsfa) to below the knee (bk). The lesion was reported to be: a 90% stenosis, moderately calcified and not tortuous. The approach was made from the femoral artery using a non-cordis sheath. A non-cordis guidewire was used to access the target lesion. Additional information received indicated that there was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kink, bends, or any other damage noted upon inspection prior to use. The device prepped normally/maintained negative pressure. There was no information provided regarding contrast or the contrast to saline ratio used. The atmospheres of pressure that were used when the balloon burst occurred were unknown. An unknown inflation device was used. It was not known if the inflation device was used subsequently with other devices. It was not known if: there was any resistance/friction while inserting the balloon through the rotating hemostatic valve, through the guide catheter, or while advancing the bc through the vessel. It was also not known if there was: any difficulty crossing the lesion, if the catheter was ever in an acute bend, if the balloon catheter kinked while being used, if the balloon catheter was removed easily from the patient, or vessel. The product was removed intact from the patient. No additional information was available.